Event description:
Reporter noted dificulty with reflux. Anterior chamber collapsed; posterior capsule tear occurred. Cataract fragments drifted into vitreous. Implanted ac iol and referred pt to a retinal specialist. Removal of fragments may be necessary.